Event description:
The port was placed 8/16/96. A dye study done on 6/16/97 found that the port was leaking. When the port was removed on 7/8/97, the catheter had broken off and embolized in the pt's vascular system. The catheter was said to have broke off just distal to the port system.